Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. One direct current (dc) - dc board was received for failure analysis. Visual inspection noted a burnt c83 capacitor. The reported event of a ventilator emitting smoke is likely due to the burnt c83 capacitor. An existing internal investigation was initiated for this type of event. The likely cause of the event was isolated to a burnt c83 capacitor on dc-dc board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the direct current (dc) to dc converter printed circuit board (pcb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator stopped ventilating and smoke came out of the battery location of the ventilator. The patient was removed from the ventilator and placed on an alternate ventilator with no harm. The biomed indicated that there was no damage to the battery but one of the boards was damaged.